Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 4.1 and the cubie pocket had failed at the station. A field service engineer attempted to access the pocket in hta, but it would not open due to a medication jam. Once the jam was cleared, the pocket was successfully opened and recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system had an unrecoverable failed drawer, preventing users from accessing medication for patients. This incident resulted in a delay in dispensing medication to the patients and there was no patient harm. There were no adverse events or injuries reported based on this event.